Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (incoming test failure) was confirmed. As received, the belt failed the therapy electrode recongition test. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front therapy electrode (te) between the dn and ECG electrode b. The cause of the incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed incoming testing.